Event description:
It was reported that the user sought to return the iLet pump due to recurrent low glucose, with reports of CGM readings down to 53 mg/dL lasting about one hour and treated with approximately 15 g of oral glucose (juice); the user was unsure of the cause and had been pausing insulin as treatment, which could have affected algorithm performance. Symptoms included hypoglycemia. Outcomes included an unexpected medication intervention to treat the event. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem and no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user actions. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.